Event description:
Customer reported that during pumping, pump declared alarm 20, which caused a disruption. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts assisted in loading a new cartridge, but pump continued to alarm prompting cts to arrange a replacement. Customer planned to use multiple daily injections (mdi) as backup therapy and was guided on returning the problematic pump using provided instructions.